Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that and rn used a 2 spike non-vented blood set to spike a bag of blood for infusion. The second spike was clamped and the blood was infusing well until the transfusion was almost done then blood started leaking from the clamped unused spike. There was no patient harm reported.